Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. The animas vibe user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen). At the time of contact, no injury or medical intervention was reported.